Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 18 mg/dl. The customer had gone out for a walk that day, and his blood glucose levels were normal before he left. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test, but it was not possible to conduct the high pressure test. The customer also felt that 20 units of insulin were missing from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.